Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jun-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was powered on and running upon arrival, with full height drawer 3 and half height drawer 5 found unplugged. A field service engineer (fse) verified that drawer 3 pmc was functional; however, the drawer controller had failed, and drawer 5 pyxis module controller board had all diagnostic light emitting diodes (leds) extinguished. Fse replaced the drawer controller for drawer 3 and the pyxis module controller board for drawer 5, then tested operation in the application and hardware test application (hta) diagnostics with no issues noted. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary device was stuck on a black screen, and the rear fan was running at a slow speed. However, there were no delays or adverse events or injuries reported based on this event.